Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a keypad anomaly. Customer's blood glucose was 50 mg/dl. Customer declined troubleshooting for the low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on the keypad traces. Unable to perform self-test, unexpected restart error test, displacement test, operating currents, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube and missing endcap sticker.